Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the affiliate with a request for medical information, concerns a female patient of (B)(6). The patient had received insulin detemir for three days and then she had experienced nausea everytime receiving insulin detemir. She had also experienced sickness and hyperglycaemic coma during receiving human insulin mixed preparation of another manufacturer. At the onset of hyperglycaemic coma, her blood glucose was 800mg/dl. Information on concomitant medication was not provided. The patient received subcutaneous human regular insulin (humulin r cart, lot #: a917800f) via humapen luxura (lot #: 1010b03) and human insulin isophane suspension (humulin n cart, lot #: a932063c) via humapen luxura half-dose pen (lot #: 1102g01). For type 1 diabetes mellitus beginning on an unknown date (dose not provided). She stored the pens with the needle attached. On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she experienced hypoglycaemia and took sugar for the hypoglycaemia. On the other hand, her sugar blood level increased (lab data not provided) and she experienced right sided hemiparesis. She complained that she had difficulty to remove the needle with the injection button held and also difficult to inject insulin into the buttock by with one hand (pc #: (B)(4) associated with humapen luxura and pc #: (B)(4) associated with humapen luxura half-dose pen). On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she also experienced sickness. At 11:00 in the morning on an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she experienced hypoglycaemic unconsciousness (considered medically significant by the company). She was treated with intravenous 50% glucose and she became conscious. On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, her sugar blood level increased to 523mg/dl but she did not receive any treatment. On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she also experienced incredibly swollen arm and pain even when it was touched by clothes worn after injection of human insulin isophane suspension. She was not treated for the pain. Outcome of the events other than the hypoglycaemic unconsciousness, action taken for human regular insulin and human insulin isophane suspension and treatment information for the events other than the hypoglycaemic unconsciousness, hypoglycaemia and pain were not provided. The operator of the pens was the patient, and her training status was not provided. It was not provided how long she had used the pens. The return status of the pens was not provided. The reporting consumer did not provide any causality assessment for the events. Update (B)(6) 2013: upon review of this case on (B)(6) 2013, the case was opened to update the medwatch fields. Edit on (B)(6) 2013: upon global query, corrected the listedness of the event of sugar blood level increased to unlisted.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary a female patient reported that during the use of her humapen luxura hd and humapen luxura device she had difficulty removing the needle with the injection button held and also had difficulty injecting insulin into the buttocks with one hand. She experienced both decreased and increased blood sugar levels. The devices were not returned to the manufacturer for investigation (luxura hd batch 1102g01, manufactured february 2011 and luxura batch 1010b03, manufactured october 2010) therefore, the devices could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Improper use and storage - there is evidence of improper use. The patient reused needles. The luxura and luxura hd user manuals instruct the patient to use a new needle for each injection. This may be relevant to the complaint of increased blood sugars.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the affiliate with a request for medical information, concerns a female patient of (B)(6). The patient had received insulin detemir for three days and then she had experienced nausea every time receiving insulin detemir. She had also experienced sickness and hyperglycaemic coma during receiving human insulin mixed preparation of another manufacturer. At the onset of hyperglycaemic coma, her blood glucose was 800mg/dl. Information on concomitant medication was not provided. The patient received subcutaneous human regular insulin (humulin r cart, lot #: a917800f) via humapen luxura (lot #: 1010b03) and human insulin isophane suspension (humulin n cart, lot #: a932063c) via humapen luxura half-dose pen (lot #: 1102g01). For type 1 diabetes mellitus beginning on an unknown date (dose not provided). She stored the pens with the needle attached. On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she experienced hypoglycaemia and took sugar for the hypoglycaemia. On the other hand, her sugar blood level increased (lab data not provided) and she experienced right sided hemiparesis. She complained that she had difficulty to remove the needle with the injection button held and also difficult to inject insulin into the buttock by with one hand (pc #: (B)(4) associated with humapen luxura and pc #: (B)(4) associated with humapen luxura half-dose pen). On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she also experienced sickness. At 11:00 in the morning on an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she experienced hypoglycaemic unconsciousness (considered medically significant by the company). She was treated with intravenous 50% glucose and she became conscious. On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, her sugar blood level increased to 523mg/dl but she did not receive any treatment. On an unknown date, unknown duration after starting human regular insulin and human insulin isophane suspension, she also experienced incredibly swollen arm and pain even when it was touched by clothes worn after injection of human insulin isophane suspension. She was not treated for the pain. Outcome of the events other than the hypoglycaemic unconsciousness, action taken for human regular insulin and human insulin isophane suspension and treatment information for the events other than the hypoglycaemic unconsciousness, hypoglycaemia and pain were not provided. The operator of the pens was the patient, and her training status was not provided. It was not provided how long she had used the pens. The pens was not returned to the manufacture. The reporting consumer did not provide any causality assessment for the events. Update (B)(4) 2013: upon review of this case on (B)(4) 2013, the case was opened to update the medwatch fields. Edit on (B)(4) 2013: upon global query, corrected the "listedness" of the event of sugar blood level increased to unlisted. Update (B)(4) 2013: additional information received on (B)(4) 2013 from the global product complaint database added the device specific safety summary and updated the narrative. Edit on (B)(4) 2013: upon internal review, EU/ca device tab (check final report, delete date of expected date of next report, edit manufacturer's final comment and further investigations) in humapen luxura/humapen luxurahd were corrected. Edit (B)(4) 2013: upon internal review, updated us device reporting fields.